Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient's ipg had reach end of life (eol) as a result the patient lost therapy a few months prior. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating surgical intervention took place where the ipg was explanted and replaced to address the issue. Stimulation therapy was restored post-operatively.